Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the oxygen blender pca was observed. The device's oxygen blender pca was replaced to address the issue.